Event description:
Boston scientific received information that this patient with a history of coronary artery bypass grafting (CABG) required multiple attempts to obtain adequate sensing and threshold measurements during placement of the right atrial (ra) lead. The cardiac resynchronization therapy defibrillator (crt-d) procedure was completed and there was no report of any adverse events during the implant procedure. The field representative went to the hospital the following day to check the device however the patient's nurse reported the patient had coded and expired that morning. There was no allegation against the crt-d system.

Manufacturer narrative:
The field representative noted there was no additional information provided at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.